Event description:
It was reported that during the pre-use check, a hole or tear was found in the breathing bag. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One unit was returned for evaluation of the failure and pictures by the customer were provided. Unit returned was received inside of a plastic bag which is not the original package. Sample was received torn, to determine the confirmation of the complaint, see the complete investigation and the root cause section. As part of the investigation, 20 samples were taken to see there is any condition could cause torn breathing bags: sharp edges on binder?s workstation: the test consisted to evaluate if the condition of the binders of the process can be damage / broke the breathing bags packaging test: the test consisted to evaluate in this process if the unit can be damage due stuck. Conclusion: it is concluded that failure reported could not be reproduced in the manufacturing process according to the analysis mentioned above. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging process. Therefore the damage (broken) was after the product left shm facilities. The cause of the reported problem could not be determined. Lots 4190255 was manufactured with (B)(4) units; lots met the requirements to release with no deviations identified during their manufactured.